Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. Reportedly, the pump was worn in shirt pocket. The customer's blood glucose level was 160 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.

Event description:
The customer was able to eventually clear the alarms, and continued using the pump for insulin therapy.